Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted out during priming. The customers' blood glucose level was unknown at the time of incident. The customer stated that the buttons of the insulin pump are hard to press. The customer also reported that the insulin pump screen had scratches on the screen which makes it impossible to read the screen. The insulin pump will not be returned for analysis.